Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Other UDI: (01) unknown (10) lot number unknown. This report is for unknown 2.4 mm va locking screw/unknown lot number. Original implant date is unknown. Device malfunctioned intra-operatively and was not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. The 510k#: unknown. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional is obtained that was not available for the initial med-watch, the investigation will be updated as applicable, and a follow-up med-watch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, on an unknown date, using an unknown synthes plate and 2.4 mm variable angle (va) locking screws to repair an unknown distal humerus fracture, the surgeon reported that the locking screw would not lock into the plate and would "spin" in the bone. The surgeon does not use the torque limiting attachment and stated that he tightens the screws "tighter than other surgeons". There was a delay of unknown length while the surgeon removed the malfunctioning screw. The surgeon completed the surgery using different screws at another location in the plate. This complaint involves one device. Concomitant devices reported: unknown synthes plate (part #: unknown, lot #: unknown, qty. 1) this report is 1 of 1 for (B)(4).